Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 293 mg/dl at the time of hospitalization and 300 mg/dl, 400 mg/dl, 350 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer was unsure that the drive support cap was normal. The insulin pump will not be returned for analysis.